Event description:
It was reported by the customer that implantable ventricular assist device (ivad) line cracked at the hub of the tubing connecting to the hub as a medication was infusing through her line. Her infusion was stopped, and blood was drawn back 2ml due to possible contamination. Device was not saved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.